Manufacturer narrative:
The device was not available, it was discarded. The quality investigation is complete. Device not returned.

Event description:
It was reported that the drill bit broke during use. There was a few minutes delay, however, there was no medical intervention or adverse consequences reported as a result of this event. There was another device available to complete the procedure.

Manufacturer narrative:
The device is not available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the drill bit broke during use. There was a few minutes delay, however there was no medical intervention or adverse consequences reported as a result of this event. There was another device available to complete the procedure.